Event description:
Complete needle from sils articulating endo stitch broke off into presumably the vaginal cuff and a half of another needle from a second sils articulating endo stitch broke off in the same place. The pelvis, abdomen and vagina were explored without evidence of the needle found elsewhere.